Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue leaked. The following information was provided by the initial reporter. The patient was admitted to the intensive care unit at 8:00 p.m. On (B)(6) due to heatstroke. At 9:52 p.m., dopamine injection was administered to raise the patient's blood pressure and improve blood supply to the heart, lungs, and brain. However, a crack in the three-way connector used for the infusion caused leakage, affecting the administration of dopamine. The patient's blood pressure did not rise, so the three-way connector was replaced, and dopamine injection was continued.

Event description:
No additional information.

Manufacturer narrative:
Corrections: annex codes e, f, and a revised to better capture the reported event.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.